Event description:
(B)(4) I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is a63340 my model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure: cramping, nausea, feeling like my ovaries are being ripped inside me, constant pain that wont go away. The device is still inside of me. I'm making an appointment with a doctor to get a partial hysterectomy to have them removed. The device was/was not returned to the manufacturer. The device is in my possession.

Event description:
#Medwatcher #followup1 #fdamw5041306 #(B)(4) I have been seen by a doctor the first part of (B)(6) and I'm scheduled (B)(6) to have a hysterectomy to remove essure. She thinks my right side isn't where it should be. Since essure it hurts to have sex, I'm tired all the time, my hair is slowly falling out, my body aches all the time, I have no energy.